Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The meter was requested for investigation.

Event description:
The initial reporter complained of qc issues and a display issue with coaguchek xs meter serial number (B)(4). The customer stated he was getting ready to test on the meter and the code on the display showed "353" when the code number should be "359." The display is missing segments in the results field of the device. This is the first time he noticed the display issue; when he tested last week, the correct code number of "359" displayed. The customer doesn't believe there was any issue with the inr results he had been receiving. There was no allegation that an adverse event occurred.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.